Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements on the right ventricular (rv) channel. The intrinsic amplitudes and shock impedances remained stable. Boston scientific technical services (ts) provided troubleshooting recommendations. The make of the rv lead is unknown. The ICD remains in service. No adverse patient effects were reported.